Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the rasp handle fractured upon insertion of the rasp. Surgery was completed with another device. No serious injury reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the end of the linkage arm had fractured. Wear and tear indicating a potential age of approximately 8 years and 11 months was noted. Scanning electron microscopy (sem) analysis performed on the rasp handle identified ratchet marks and suspected beach marks near one of the edges indicating multiple fatigue crack initiation sites. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the rasp handle fractured upon insertion of rasp. Surgery was completed with another device. No serious injury reported.